Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Device passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Device had a cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and alarm could not be cleared. Blood glucose value was 400 mg/dl; she had not treated yet. The customer did not recall any significant events leading to the alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.